Manufacturer narrative:
Occupation: (B)(6). Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(6). Device not returned.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted during a CABG procedure. The console then indicated that there was a catheter restriction. Troubleshooting did not resolve the issue. A second iab was inserted, but the console again indicated that there was a restriction. The console was switched with a different one but this did not resolve the issue either. A third iab was inserted and used to continue therapy although there was a fiber optic sensor failure. There was no patient harm or adverse event reported. This record is for the 3rd iab used in this event. Separate reports have been submitted for the 1st iab under mfg report number 2248146-2022-00282 and for the 2nd iab under mfg report number 2248146-2022-00284.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period apr-2020 to mar-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint#: (B)(4).

Event description:
N/a.